Manufacturer narrative:
E1 reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). This MDR is submitted for a serious injury reported by the customer. However, it was concluded by philips that the incident had occurred due to the user error. The reported issue has been reviewed and concluded that icca has no malfunction, and it was a device handling issue. Therefore, icca did not contribute to unconfirmed patient health impact. Thus, the reported event is concluded as conservatively reportable.

Event description:
It was reported that it is difficult to chart allergy in icca and moreover the display is truncated. If there are several allergies documented, it displays 3 dots but not all the content. In configuration, allergy intervention is hardcoded and there is no possibility to add allergy and intolerance with different documentation inside. A patient's planned surgery was cancelled and rescheduled due to the fact that a latex allergy was not seen (display truncated). No actual harm is reported however, an adverse event for patient is described as a type of harm. Later, it was confirmed that there was no harm to the patient. Medical attention and preventive medical attention both are marked as yes but information about medical condition was not provided. Good faith efforts were made to get more information about medical attention and preventive medical attention, but further information could not be received. No further information is available.